Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which he treated with an insulin shot. Troubleshooting was declined for the high blood glucose and no delivery alarm. The customer stated that the alarm occurred due to the connection between the reservoir and infusion set. No products were returned and two replacement infusion sets were shipped to the customer.